Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose with insulin pump was not working on september 9, with blood glucose of 433 mg/dl. Patient's other blood glucose value 225 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with intravenous drip. Customer also stated that the insulin pump had a blank display. The device is not expected to be returned for analysis.